Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend. Customer's blood glucose was 127 mg/dl. The customer doesn't exhibit symptoms of low blood glucose. The customer sensor glucose value was 70 and suspend threshold limit is 50-60. Explained to the customer the differences between sensor glucose and blood glucose. The customer was advised that we will report this issue.